Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced air in the drain line of a homechoice cassette. This occurred during final drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During trouble shooting, large gaps of air in the drain line were identified. It was reported the drain line was tightly connected to the drain bag and that there was no damage or leaks noticed in the supplies. Renal therapy services (rts) assisted with ending therapy. Continuous ambulatory peritoneal dialysis was discussed. It was reported the patient experienced pain during the final drain, however the pain resolved by ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.